Event description:
It was reported that the balloon became entrapped on the guidewire. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter and a 182cm v-14 control wire were selected for use. The balloon was advanced for dilation. However, it was noted that the balloon got stuck when advancing into the guidewire. So physician decided to remove the balloon and the guidewire, but the guidewire gets trapped inside the balloon and the balloon was completely damaged when attempting to separate. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that the balloon became entrapped on the guidewire. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter and a 182cm v-14 control wire were selected for use. The balloon was advanced for dilation. However, it was noted that the balloon got stuck when advancing into the guidewire. So physician decided to remove the balloon and the guidewire, but the guidewire gets trapped inside the balloon and the balloon was completely damaged when attempting to separate. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : analysis of returned product revealed that the distal tip kinked. The reported issues could be confirmed. Additionally, the outer diameter was measured and the results were within specification.